Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tandem¿ xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, it was noted that there was no radiopaque (ro) marker on the tip of the tandem.. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the radiopaque (ro) marker was not present and not returned for analysis. No damages or torn sections were noted on any section of the product; therefore, the tip of the device was cut in half and no witness marks were present, indicating that the device was not properly manufactured (the ro marker was not placed into the extrusion). It was found during the investigation of the returned tandem xl that the ro marker was not present and not returned for analysis; consequently, confirming the reported complaint. Based on the information available and the analysis performed, the complaint investigation conclusion code selected is manufacturing execution error. An investigation is in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a tandem xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, it was noted that there was no radiopaque (ro) marker on the tip of the tandem. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.